Event description:
It was reported that prior to implant, the device was unable to be interrogated, despite multiple attempts at repositioning the programmer head. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The data gathered during the visual and dimensional inspection indicated that the battery was swollen. The swelling was most likely caused by an external short or other mishandling condition. No evidence of an internal mechanism for premature depletion was found during destructive analysis. Current drain was nominal throughout analysis and no hybrid anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.